Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A follow up report will be filed.

Event description:
Received information stating customer received a cartridge alarm 5. The customer's blood glucose levels were elevated.